Event description:
It was reported that during device preparation for magnetic resonance imaging (MRI) procedure, the implantable cardioverter defibrillator (ICD) failed to be interrogated. The patient was asymptomatic. No intervention was performed. There were no patient consequences. Further information was requested but not received.

Event description:
Additional information received indicated there was no bluetooth (ble) or inductive telemetry.